Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hysterectomy procedure, the active blade broke off of the device and fell under the table. It was found and disposed of. The procedure was completed with an alternate unlike device and there was no patient consequences reported.